Manufacturer narrative:
The device was not returned for analysis. Production record and complaint handling system reviews could not be conducted because the lot number was not provided. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information provided, a definitive cause for the reported obstruction of flow could not be determined. Factors that may contribute to obstruction of flow include, but not limited to under insertion or improper insertion angle, the marker port not being in the arterial lumen. The subsequent treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the common common femoral artery using a prostyle device after an percutaneous transluminal angioplasty procedure with a 5f sheath. Reportedly, the marker lumen was successfully flushed with saline prior to use. However, during use, there was no blood flow from the marker lumen. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.